Manufacturer narrative:
No samples are available from the customer. (B)(4).

Event description:
During an ophthalmic procedure, customer states noting that the blades were dull. As a result, surgical time was prolonged and sutures were needed to close the wound. (B)(4).